Event description:
The complaint is reported as "leak in between the syringe and needle" prior to use. Additional information received (B)(6) 2022 reports the user tried to "insert to the patient and notice the flush back but blood is oozing out from the needle hub as well". This was prior to insertion of the catheter.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components including an introducer needle for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 2 5/8", which is within the specifications of 2.657-2.727" per needle product drawing. The needle cannula outer diameter measured 0.04957" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.042", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. One large vertical crack was observed on the needle hub. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. It was determined that the root cause of this complaint is likely design related. A CAPA has been initiated to further investigate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as leak in between the syringe and needle prior to use. Additional information received 03oct2022 reports the user tried to insert to the patient and notice the flush back but blood is oozing out from the needle hub as well. This was prior to insertion of the catheter.

Manufacturer narrative:
(B)(4).